Event description:
The manufacturer received information alleging a red alarm/repair required condition involving a trilogy evo eastern europe ventilator. The device was not reported to have been in patient use at the time of the event. No patient harm or injury was reported. The ventilator was returned to a third-party service center for evaluation. Evaluation of the customer's complaint has not yet begun; therefore, the reported issue has not been confirmed. The manufacturer's investigation is ongoing. A supplemental report will be submitted upon completion of the manufacturer's investigation.